Event description:
The customer stated that the probe crashed while using the axsym troponin-I adv reagent due to the inside portion of lid #1 becoming detached. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.